Event description:
It was reported that their might be 2 problems with the (B)(4) concentrator. They are getting the 1 red 2 green error code. But the device is still running. O2 ranging between high 70's low 80's. Tech advised the code means high pressure low switching. Tech adv to check for dusting, none found. Pilot valve at 192 ohms. 4 way, adv to check to see if it is stuck. Low o2 could be the pe valve.